Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: in the medical history it is stated ¿8/19/21: cardiac CT and EKG and barium swallow - moderate extrinsic narrowing of gej by length as well as moderate gastro-esophageal reflux ¿ was the patient suffering from gastro-esophageal reflux while the torax linx was implanted? Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and weight loss? Besides the reported dysphagia and weight loss, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the linx device was explanted (B)(6) 2021 due to persistent dysphagia and odynophagia weight loss. Implanted (B)(6) 2021.

Manufacturer narrative:
(B)(4) date sent: 12/9/2021. Investigation summary: during the visual analysis of the device, a detached washer was observed to be bent outwards. The detached washer and the female bead case that it disconnected from had two sets of weld tracks. The washer had significant tooling marks. These observations suggest that the washer detached from the bead case was due to external forces applied during the explant procedure. Tooling marks were also observed on beads. This could've been caused by the tools used during the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Date sent: 12/1/2021. Additional information was requested, and the following was obtained: in the medical history it is stated ¿8/19/21: cardiac CT and EKG and barium swallow - moderate extrinsic narrowing of gej by length as well as moderate gastro-esophageal reflux ¿ was the patient suffering from gastro-esophageal reflux while the torax linx was implanted? Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and weight loss? Besides the reported dysphagia and weight loss, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? Answer = no further information from doctor has been provided on this pc.